Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: warnings ¿ the purewick¿ flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. ¿ to avoid potential skin injury, never push or rub the product against the skin during placement or removal. ¿ do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams) ¿ do not insert the product into vagina, anus, or other body orifice. ¿ stop use if an allergic reaction occurs. ¿ after use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. ¿ do not use on users with frequent episodes of stool incontinence without a fecal management system in place. ¿ do not use on users with skin irritation or breakdown at the site. ¿ use with caution on users who had recent surgery of the external female anatomy. ¿ do not use on users with moderate/heavy menstruation who cannot use a tampon. Recommendations. ¿ check position of the product after repositioning the user. ¿ users may transition (e.g., bed to chair), but the product should be removed if they are up and walking. ¿ reposition the product and check the user¿s skin at least every 2 hours. ¿ placing the product snugly between the inner labia and buttocks holds it in place for most users. Breathable underwear may be useful for securing the product for some patients. Instructions for use. Placement. 4) have the user lie on their back with knees bent and thighs apart (frog legged) or on their side before placing the product. With their legs open, check the skin for irritation or breakdown, and clean the female anatomy. Note: if skin irritation or breakdown is seen, do not use the product. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said has a uti. It's unclear if lot number was requested.\unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided for the urinary tract infection at this time.